Event description:
The tech reported that he had a totalcare that the head hilow was drifting down. There were no patient or staff issues in regards to this occurrence, tech swapped the head hi low valves with the foot hi low valves to isolate the problem to either the manifold or the valves. In the progress of swapping the valves, tech cleaned the screen for all 4 valves. Checked back a couple of days later to find out that the drift had stopped and the problem has been resolved by cleaning the valves.